Event description:
Patient stated her cadd extension sets are always faulty and she's always using more than she should have to due to them leaking. No further information available or dates are known or were reported. Unspecified from where extension sets are leaking from. Unspecified how many sets patient has had an issue with. Product lot number and expiration date information unknown. Return tracking information is not relevant to event reported. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when leaking occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the reported product fault occur while in use with the pt or clinical injury? Unk; is the actual device available for investigation? Unk; did we replace the device? Unk; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.